Manufacturer narrative:
(B)(6). (B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference # (B)(4).

Event description:
It was reported that male patient underwent a ventricular tachycardia ablation procedure with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, post ablation phase and post use of biosense webster products, the physician observed that a pericardial effusion was present in the echocardiogram image (cartosound module). Ablation had taken place close to the papillary muscles. Pericardiocentesis was performed to remove an unspecified amount of fluid and the procedure was stopped. Later that day, the patient required cardiac surgery to repair a small puncture in myocardial tissue near the base of the papillary muscle because the bleeding did not stop after pericardiocentesis. The injury was repaired during surgery without major complications. After surgery the patient required extended hospitalization in the intensive care unit (ICU) for recovery, but their condition was noted as good. There was no damage or malfunction of any of the catheters during the procedure. Physician¿s opinion on the cause of the event is that this was patient condition related and a difficult procedure. Transseptal puncture was performed with a brk needle from abbot medical. Ablations had been performed prior to the event. There was no evidence of steam pop during the procedure. Flow settings for the thermocool smart touch bidirectional catheter were 20-40 watts at 7-15 ml/min. There were no error messages observed on biosense webster, inc. Equipment during the procedure. Dashboard, vector, and visitag visualization features were used during the procedure. Visitag parameters: range 3 mm, time 3 sec, force over time 25%, tag size 3 g, and ablation index color option. The procedure was not successfully completed.